Manufacturer narrative:
B5: the lens was explanted and replaced on (B)(6) 2021. The lens was replaced with another same model/length lens and the problem was resolved. The lens has a good vault and the patient is happy. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -03.50/+4.5/097 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens tore during delivery into the eye and had dislocated/subluxed. There was no patient injury and the lens remained implanted. The cause of the event was due to user error but it was unknown if the device had failed to perform as intended. Additional information has been requested but none has been forthcoming.